Event description:
It was reported that t:slim x2 pump battery would not charge and pump would not turn on, with caller unable to confirm any power source alerts because pump screen remained dark. There was no reported impact to the customer¿s blood glucose level. Customer tried using tandem charging cable and wall adapter, left pump connected to a working outlet for at least 30 minutes, and then tried different wall adapter and charging cable without success, so customer relied on multiple daily injections while technical support arranged pump replacement, noting pump was out of warranty and prior alerts or alarms could not be confirmed.